Manufacturer narrative:
The reported event of significant amount of bubbles in tubing not allowing for adequate infusion file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. N/a additional comments: null additional comments 2: a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there is no report of patient harm.

Event description:
The customer reported a patient was receiving a chemo infusion. The tubing had a significant amount of bubbles, which was not allowing for adequate infusion of the medication. The pump module and medication was recalibrated and restarted. There is no report of patient harm.